Event description:
It was reported that the patient had a fracture on the lead component of their implantable neurostimulator (ins) system. The entire ins system was removed on the day before report and was not replaced. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37752, serial# (B)(4), implanted: 2006-(B)(6), product type: recharger. Product ID: 37742, serial# n (B)(4), implanted: 2006-(B)(6), product type: programmer, patient. Product ID: 377760, lot# v003344, implanted: 2006-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).